Manufacturer narrative:
The complaint is under investigation.

Event description:
The oil extraction pressure of the vfie module is too low during surgery. The user was able to resolve the issue by manual extraction of silicone oil and was able to complete the surgery as scheduled. However, due to this event the surgery is prolonged with more than 30 minutes. No patient/user harm was reported.

Manufacturer narrative:
In regard to this event only logfiles were provided for review. Review of the logfiles did not reveal any anomalies. Unfortunately, the device subject to this event was not accessible for investigation. Therefore, the functionality of the oil extraction was tested by the user. Based on video evidence of this test, it was advised to exchange the vfie module. However, the user has indicated that they prefer to perform the viscos fluid extraction manually instead of exchanging the module. Therefore, the module will not be available for investigation. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint and a DHR did not reveal any anomalies. Since the product subject to this event is not available for investigation and no cause could be determined based on the available information, the result of this investigation is inconclusive. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
The oil extraction pressure of the vfie module is too low during surgery. The user was able to resolve the issue by manual extraction of silicone oil and was able to complete the surgery as scheduled. However, due to this event the surgery is prolonged with more than 30 minutes. No patient/user harm was reported.